Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for pending hip replacement surgery. Approximately six months post filter deployment during a scheduled retrieval procedure the filter was noted to be tilted. Multiple attempts were made with multiple devices to maneuver and retrieve the filter; however, the filter was unable to be removed and was left in place. The patient expired the following day; allegedly, the coroner reported the cause of death was extensive retroperitoneal hemorrhage due to perforation of the inferior vena cava.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for pending hip replacement surgery. Approximately six months post filter deployment during a scheduled retrieval procedure the filter was noted to be tilted. Multiple attempts were made with multiple devices to maneuver and retrieve the filter; however, the filter was unable to be removed and was left in place. The patient expired the following day; allegedly, the coroner reported the cause of death was extensive retroperitoneal hemorrhage due to perforation of the inferior vena cava.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was deployed for pending hip replacement surgery. Approximately six months post filter deployment during a scheduled retrieval procedure the filter was noted to be tilted. Multiple attempts were made with multiple devices to maneuver and retrieve the filter; however, the filter was unable to be removed and was left in place. The patient expired the following day; allegedly, the coroner reported the cause of death was extensive retroperitoneal hemorrhage due to perforation of the inferior vena cava.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post-deployment, the patient presented for filter removal, using real-time sonographic guidance a micropuncture needle was used to access the right internal jugular vein. A 5 french sheath and guidewire were placed into the inferior vena cava, beyond the filter. A pigtail catheter was placed into the inferior vena cava, distal to the filter. Inferior venacavogram was revealed the filter was noted to be tilted with apex abutted the inferior vena cava wall. The decision was made to attempt to remove the filter. An amplatz guidewire was placed through the pigtail catheter and into the right external iliac vein. The pigtail catheter and 6 french sheath were exchanged for a filter removal sheath. Despite multiple maneuvers includes placement of pigtail catheter to call up to the filter and separate the apex of the filter from the inferior vena cava wall, usage of 2 gooseneck snares, different snare, the denali filter could not be removed. The death certificate was received, and the patient died because of extensive retroperitoneal hemorrhage due to perforation of the inferior vena cava by the filter and hip surgery for osteoarthritis. As per autopsy report the manner of death was classified as natural as the need for the placement of the filter resulted from natural disease. There was prominent retroperitoneal hemorrhage surround the inferior vena cava due to perforation by the filter. Further examination reveals that some of the prongs of the filter were penetrated the wall of the vena cava with apparent healing of the prongs into the wall. The site of perforation was located below the level of the renal arteries. Extensive hemorrhage extended around the great vessels in the retroperitoneum and involves the right kidney and adrenal and the duodenum. The hemorrhage dissects along the parietal peritoneum extended into the pelvis along the iliac vessels and into the mesentery. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Perforation or other acute or chronic damage of the ivc wall. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was deployed for pending hip replacement surgery. Approximately six months post filter deployment during a scheduled retrieval procedure the filter was noted to be tilted. Multiple attempts were made with multiple devices to maneuver and retrieve the filter; however, the filter was unable to be removed and was left in place. The patient expired the following day; allegedly, the coroner reported the cause of death was extensive retroperitoneal hemorrhage due to perforation of the inferior vena cava.